Event description:
Pt developed a rash with the use of this dialyzer. A call was placed to the facility and the initial reporter submitted additional information as well as the treatment sheets for this patient in 2006. The rn reported that within 5 minutes of undergoing hemodialysis, the patient c/o itching. It was reported the patient brought her own diphenhydramine at 0730, proceeded to take one 25 mg tab po and then the patient took another pill at 0830. It was noted by the staff that about 2 hours ino the treatment, the patient was experiencing increased itching. The patient was reinfused at 0944 and treatment was discontinued. The md was notified. Other symptoms noted at the time were sob and a tiny red raised rash all over. The rn also medicated this pt with 50 mg. Diphenhydramine IV x1. A decision was made to contact ems and it was decided to transport this patient to the ER for further evaluation. The patient was decided to transport this patient to the ER. In following up this event, it was learned this patient is currently receiving dialysis with this same dialyzer. The cause of rash is unknown. The facility flushes out the dialyzer pre-treatment with 1000 ml of saline and the patient reportedly tolerates this dialyzer with no further reports of a rash or itching or ill effect to this patient. No sample is available.

Manufacturer narrative:
Record review: record review did not indicate anything relative to the complaint. Sample analysis: no sample has been received for evaluation. However, companion samples were tested which included performance testing, extracts, pyrogen testing, and biocompatibility. These four test schemes were selected from the iso 10993 suggested list as representative of the most sensitive biocompatibility tests and those that represent the quickest reactions. The absence of any adverse data from these and all laboratory test support our contention that no biocompatibility issue exists with the e-beam dialyzer. The complaint issue and lot number will be monitored for trends. Quality investigation 05-001 was opened to isolate a cause and effect relationship between e-beam sterilized dialyzers and alleged reactions reported by hemodialysis patients and/or facilities. This complaint file is included as part of the monitoring effort involved in this quality investigation.